Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative.

Event description:
It was reported that when a patient lay on his side, it felt like there was a short. He was getting stimulation on the skin where the implant was located when manipulating the device and this occurred on and off for the last few months. This occurred when the patient lay and the implant shifted a bit, if he was in a weird position, or when he was reaching with the right hand. The implantable neurostimulator (ins) was located on the right side. The feeling was more intense the morning of the report. There was no known accident or incident related to the complaint. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0ageh, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).